Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has blood in the helium tubing . The nurse on duty called for assistance with the pump she stated "she noticed blood in the helium tubing after repositioning the patient. " she heard a restriction alarm and when she checked the tubing she saw blood near the pump. The pump was in standby, and she had clamped the tubing. She was concerned the blood may have gotten very near, if not in the pump. There was no harm to patient reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has blood in the helium tubing . The nurse on duty called for assistance with the pump she stated "she noticed blood in the helium tubing after repositioning the patient. " she heard a restriction alarm and when she checked the tubing she saw blood near the pump. The pump was in standby, and she had clamped the tubing. She was concerned the blood may have gotten very near, if not in the pump. Md took patient to catheterization lab and iabp removed from the right femoral site. A new 7 fr. 34 cc iabp was reinserted through an 8 fr sheath. There was no harm to patient reported. Medwatch report # (B)(4) received reports: "five minutes after completing patient position change, intra-aortic balloon pump (iabp) alarm saying "restricted catheter" and iabp tubing found to have blood backed into helium tubing. Iabp turned off, helium tubing disconnected from balloon. Doctor notified. Iabp exchanged in catheterization lab. Patient never decompensated hemodynamically. Remained stable throughout event. Reference iab catheter reported separately under mfg report number 2248146-2023-00514.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse inspected the unit to make sure no blood was found, and the fse did not find blood or fluid in the unit. The fse performed a full calibration and tested the unit. The unit passed all functional and safety testing. The fse then returned the unit to the customer.